Manufacturer narrative:
The device was inspected and no technical issues were identified. The treatment was performed according to the recommended protocol. The prolonged pie is most probably associated with initial intense inflammatory reaction to the numbing cream and due to patient's individual predisposition, and further healing was delayed due to prolonged application of irritative substances (hydroquinone and tretinoin).

Event description:
Pie on lower abdomen 1 year and 1 month post morpheus8 treatment.